Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference number: (B)(4). Device problem description update: the device issue occurred at the third firing of the device, not the first. It was also reported that the knife returned to the ramp position, but the knife did not return completely, and the jaws were not opened. (B)(4). Device evaluation pending.

Manufacturer narrative:
There was no sample received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a gastric bypass procedure, the first firing was completed, but the jaws would not open even if user pushed the silver button. The blue status indicator was not illuminated. User used the manual adaptor tool, but it was not rotated. User used the other powered handle to remove the device from tissue, additional tissue resection was done. After the procedure the device was checked, the reload came off from adaptor though the jaws were closed. When the adaptor was connected to the handle, calibration was completed and all indicator illuminated. The procedure was completed with another device. The status of the patient is no problem. Additional tissue resection was required due to the issue. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The device was removed from the tissue by additionally resecting the tissue. No bleeding occurred.